Event description:
It was reported that patient presented to clinic for follow up. The atrial lead exhibited noise over sensing with inappropriate mode switch and led to pacing inhibition. The physician elected to explant the atrial lead, and a new lead was implanted successfully. The patient was stable throughout the procedure.